Manufacturer narrative:
The reported events of premature battery depletion and backup mode were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that a patient presented to the emergency room reporting arrhythmia and fatigue. Upon interrogation, the patient's pacemaker was found to be in back-up vvi mode, and was unable to be restored. Premature battery depletion was also alleged on the device. The pacemaker was explanted and replaced on (B)(6) 2021. The patient was stable throughout the intervention process and no additional patient consequences were reported.